Manufacturer narrative:
The investigation confirmed that the loop remained in the distal end of the coil sheath of the device. There were no abnormalities found upon investigation of the hook which held the loop and the size of the other parts. Also as the result of checking the mfg record of the same lot, nothing abnormal detected. Therefore, omsc considers that user handling caused this phenomenon. The device instruction manual has warned users that there is possibility the loop cannot be detached from the device and it also described what to do if the loop cannot be detached. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that the loop could not be detached from the device after the doctor ligated polyp to prevent bleeding during polypectomy. The doctor cut the insertion portion near handle of the device and withdrew the endoscope. After that, he reinserted the endoscope into the pt and cut the loop. He completed the procedure. There was no report of pt injury regarding this report.